Manufacturer narrative:
(B)(4). The complaint (B)(4) adult evaqua2 breathing circuit was disposed of by the healthcare facility and will not be returned to fisher & paykel healthcare in (B)(6) for investigation. We are currently in the process of conducting our investigation to determine if the complaint device had a malfunction which caused or contributed to the reported event. We will submit a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the (B)(4) adult dual heated evaqua2 breathing circuits cracked while in use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult evaqua2 breathing circuit was disposed of by the healthcare facility and was not returned to fisher & paykel healthcare in new zealand for investigation. Our investigation is thus based on the information provided by the customer, our knowledge of the product and previous investigations into similar complaints. Results: inspection of the photograph provided revealed that the expiratory limb of the subject circuit was degraded. Conclusion: based on our knowledge of the product and the results of previous investigations into similar complaints, these failure modes may occur due to a number of reasons, including the use of harsh cleaning chemicals on the breathing circuit, the reuse of the single use circuit, using the circuit for longer than its intended life, and/or possible exposure to uv light. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the rt380 adult dual heated evaqua2 breathing circuits cracked while in use on a patient. No patient consequence was reported.